Event description:
It was reported that an asymptomatic patient presented with no rf telemetry. The device could not be paired with merline.net transmitter. Session records revealed rf internal error. A firmware download was performed and the rf was restored to normal function.